Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that upon interrogation, the device exhibited dashes (---) for several parameters. Return to standard and microprocessor download were not successful, therefore the device was replaced.